Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced. During the procedure lead migration was confirmed and so lead was also replaced to address the issue.

Event description:
It was reported that the patient¿s ipg has become inoperable due to failing to charge for an extended period of time. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.